Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been experiencing high blood. The blood glucose at the time of the incident was 244 mg/dl. The customer did not experiencing any some symptoms. The customer did not contact their healthcare professional and does have a backup plan; insulin pens. Troubleshooting was performed. The drive support cap appeared normal. The customer noted some air bubbles in the tubing. There were no leaks detected. The device settings were correct. The high pressure test was performed and passed. There was an occlusion due to a bent cannula. The device will not returned for analysis.